Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that their freestyle libre adapter "exploded". No further details were reported. There is no report of fire or smoke. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported reader was returned and investigated. Visual inspection performed on the returned reader and no obvious defects were observed. The reader was charged with a known good charger and the reader fully charged with no issues. Reader turned on with button depression and date and time were set successfully. The reported charger was also returned. Upon visual inspection, it has been determined that the charger is not the type provided with the freestyle libre reader. The issue has been not confirmed to a use issue.

Event description:
Customer reported that their freestyle libre adapter "exploded". No further details were reported. There is no report of fire or smoke. There was no report of death, serious injury, or mistreatment associated with this event.